Event description:
It was reported that a patient underwent an svt (supraventricular tachycardia) ablation and the patient experienced neurological impairment (seizures) due to shunt reprogramming that required neurosurgery consultation. The patient had an avnrt (atrioventricular nodal reentrant tachycardia) ablation on (B)(6) 2024. Immediately upon arriving in pacu (post-anesthesia care unit), they started having seizures because the shunt programming was reset. It was reported that during the procedure the "magnet turned off the shunt that the patient has in their brain and they had to go somewhere to get it programmed". It was unclear what exactly occurred and it was reported that "the magnet messed with things". The patient needed to be transferred to a hospital with neuro surgery to be evaluated. Patient fully recovered. It was later reported that the physician believes the carto magnet interfered with the shunt causing it to malfunction. Of note, the patient has had 2 svt (supraventricular tachycardia) procedures done in the past. The patient presented for their third svt ablation but the procedure was cancelled due to unknown circumstances.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The product investigation was completed. Device investigation details: according to the carto 3 instruction for use, magnetic fields generated by the location pad, an integral component of the carto¿ 3 system, may interfere with the programming of implantable device. Based on this information, the adverse event is consistent with use not in accordance with the IFU (instructions for use)instructions. This defines as user error. The adverse event occurred in 2024 and was reported in 2026. No carto¿ 3 system serial number or device-specific information was provided; therefore, no further investigation or manufacturing record evaluation could be performed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).